Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose over 600 mg/dl. The customer was experiencing unexplained high glucose for one day. Troubleshooting was performed. The customer stated that the infusion set was removed and found the cannula was bent. The customer stated that the infusion set was not changed to resolve the issue. Ran a fixed prime test and passed. The customer stated that the cannula was bent at a point to where it stopped the flow of the insulin and it did not crease back pressure to trigger the alarm. Advised the customer that a tubing clamp will be sent, and the testing can be completed. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.